Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness/pain and shortness of breath. An electrocardiogram was taken which showed pacer spikes. The right atrial (ra) lead exhibited a failed atrial lead position check. The implantable pulse generator (ipg) and lead remains in use. No further patient complications have been reported as a result of this event.